Event description:
It was reported there was episodes of non-sustained rv oversensing when the patient presented in clinic for a procedure unrelated to the device. The oversensing was stored on egm indicating low level noise. Programming changes were made. The patient had no further issues.

Manufacturer narrative:
(B)(4).